Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: right breast prosthesis rupture. Concomitant medical products: mentor memorygel breast implant 375cc gel breast prosthesis, catalog #3503751bc, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation procedure with a mentor memorygel breast implant 375cc gel breast prosthesis that ruptured after implantation. Patient noticed a lump on her right breast and was concerned about implant rupture. Rupture of the patient¿s right breast prosthesis was diagnosed by MRI. As a result, the patient will undergo bilateral explantation with no replacement devices on (B)(6) 2020.

Manufacturer narrative:
On 02/10/2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 05-mar-2020, mentor received additional information that the patient developed bilateral baker grade IV capsular contracture. A separate medwatch report will be submitted for the patient¿s left breast prosthesis. On 11-mar-2020, the mentor failure analysis lab received the device for evaluation. On 20-mar-2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information provided, it was reported that the patient experienced a ruptured breast prosthesis and developed capsular contracture. During visual inspection of the device, a crease was observed in the anterior view that extended to the posterior view. Additionally, a tear was observed, measuring approximately 6.7 cm, causing a rupture. The evaluation determined that the rupture is consistent with a crease fold rupture. These kinds of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of gel-filled mammary prostheses and may be the result of one or more of the following contributing factors: continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket and folding or wrinkling of the shell in the breast pocket. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).